Event description:
It was reported that this right ventricular (rv) lead exhibited noise and had possible lead failure. The rv lead was programmed off, unipolar and there is no evidence of fractured lead or compromised pulse generator and lead integrity. This rv lead remains in service. No adverse patient effects were reported.